Manufacturer narrative:
Product event summary: manufacturer¿s analysis was not able to replicate the customer experience, however the customer comment was confirmed due to "sluggish performance" being found in the error logs of the device. The hard drive was reconfigured, and the software was reloaded and updated. The latch tab on the power cord bay was bent, paper guide broken, and the media bay door latch was damaged; all defective parts were replaced. The device failed the right antenna test due to it being loose; both antennas were re-torqued. The device passed final functional and system tests. No other anomalies were found.

Event description:
It was reported that the programmer was not printing correctly, and then would freeze. The programmer has been returned for repair. There was no patient involvement.